Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed, and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc blood glucose meter would power on with button press but not test strip insertion. As a result on being unable to obtain glucose reading, customer experienced a drop in blood glucose with tremors, and was unable to self-treat. The customer's wife treated customer with honey, and also reportedly gave him humalog injection. There was no report of death or permanent injury associated with this event.